Event description:
Event description guidant received information that this pacemaker, which is on an advisory, can not be interrogated. The magnet rate indicates the battery is good. This dual chamber device is pacing in single-chamber mode. This is the first time the device has been checked since 1999.